Event description:
This report summarizes 139 malfunction events, where it was reported the devices experienced difficult to load/unload the cot in the ambulance. There were 3 events with patient involvement; no adverse consequences were reported. There was 1 event with patient involvement; the patient experienced bruise/contusion.

Manufacturer narrative:
The 1 pending device was not evaluated, as the issue was identified and resolved through communication/interviews with the user facility; no defect or malfunction was found and it was due to user error.

Manufacturer narrative:
2 additional events were identified and therefore added to this summary report.

Event description:
This report summarizes 140 malfunction events, where it was reported the devices experienced difficult to load/unload the cot in the ambulance. There were 3 events with patient involvement; no adverse consequences were reported. There was 1 event with patient involvement; the patient experienced bruise/contusion.

Manufacturer narrative:
The device that was originally evaluated was further investigated, but the issue was not confirmed; no defect or malfunction was found. Because of this, the number of reported events has been changed from 139 to 138.

Event description:
This report summarizes 138 malfunction events, where it was reported the devices experienced difficult to load/unload the cot in the ambulance. There were 3 events with patient involvement; no adverse consequences were reported. There was 1 event with patient involvement; the patient experienced bruise/contusion.

Event description:
This report summarizes 138 malfunction events, where it was reported the devices experienced difficult to load/unload the cot in the ambulance. There were 3 events with patient involvement; no adverse consequences were reported. There was 1 event with patient involvement; the patient experienced bruise/contusion.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 137 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
An additional event was identified and therefore added to this summary report. 1 device is still pending evaluation.

Event description:
This report summarizes 139 malfunction events, where it was reported the devices experienced difficult to load/unload the cot in the ambulance. There were 3 events with patient involvement; no adverse consequences were reported. There was 1 event with patient involvement; the patient experienced bruise/contusion.